Event description:
Since getting mentor gel implants I have experienced a health decline. My breasts are now misshapen. I have pain in breasts and under arms into back. Constant neck and back pain. Eye sight has deteriorated. Chronic fatigue, poor healing (bruises that will not heal). Gastro issues such as ibs. Heart arrhythmias etc. FDA safety report ID# (B)(4).